Manufacturer narrative:
(B)(4).

Event description:
The surgeon implanted an vicm12.6 implantable collamer lens on (B)(6) 2012 and the lens was removed on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens and this resolved the problem.